Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: p200023. Section d: common name - qan.

Event description:
The main objective of this ambispective, single center, nonrandomized, single-arm, physician-driven study was to evaluate the patency of the zilver® vena¿ venous self-expanding stent (i.e., the zilver® vena¿ venous stent) in patients undergoing venous stenting. This report focuses on data from the 239 patients that had a zilver vena venous stent placed at an index procedure. Patient (B)(6), (B)(6) and (B)(6) had restenosis that required pta intervention. Symptomatic restenosis, related to zilver vena; not related to procedure. Days to reintervention 107 days for patient (B)(6), 440 days for patient (B)(6) and 1510 days for patient (B)(6). Reintervention involved a percutaneous transluminal angioplasty (pta) simple. Imaging modality to diagnose event ultrasound/x-ray/CT. Patient outcome: patients required imaging and reintervention involving a percutaneous transluminal angioplasty (pta) simple.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) (emdr 3001845648-2022-00804) , (B)(4) (emdr 3001845648-2022-00803) , (B)(4) (emdr 3001845648-2022-00802) , (B)(4) (emdr 3001845648-2022-00801), (B)(4) (emdr 3001845648-2022-00800) and (B)(4) (emdr 3001845648-2022-00799). Document review: prior to distribution all zilver vena devices are subjected to a visual inspection and functional inspection to ensure device integrity. It should be noted that the instructions for use (ifu0047) lists restenosis or thrombosis of the stented vein as a potential adverse event. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined however a possible root cause can be attributed to known potential complications. The IFU lists restenosis or thrombosis of the stented vein as a potential adverse event. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the clinical study ¿(B)(6) (physician ¿ driven study ¿ ambispective review of patients undergoing proximal venous stent placement). According to the literature paper, 07 patients experienced restenosis. This complaint captures 03 cases of restenosis requiring pta intervention. As per medical advisor input ¿require intervention/additional procedures to prevent permanent impairment/damage¿ . Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 27jan2023.